Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance received one endo gia* ultra universal 12mm single use instrument by the account without the packaging. The visual inspection of the returned product noted. No visual abnormalities were observed with the instrument. Pmv performed functional testing, which included unit (B)(4). The instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument and loading unit was applied to test media. All staples were placed and test media was cleanly transected.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was being used across the stump of the appendix and some mesentery. The surgeon pushed the green button to start the firing, but the handle would not advance. The surgeon was unable to start stapling across the stump. The surgeon used another manual stapling handle, but the same issue occurred. After second issue with new gun, surgeon successfully tried a new reload with a new third gun. There was no patient harm. The patient status is alive, no injury.